Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) produced a fault code upon interrogation. The patient reported that the device produced warning tones after he had been exposed to a theft detection unit at a department store.